Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established. Additionally, analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed 3 transient low flow hazard alarms captured on 11dec2022 and 12dec2022 when the flow dropped below the 2.5 liters per minute (lpm) threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists stroke, bleeding, and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient's stroke occurred on (B)(6) 2022. The patient remained stable and is being followed-up appropriately as outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to hospital due to cerebral vascular accident (cva) and log file review revealed 217 pulsatility index (pi) events that were occurring in approximately 2 days 18 ½ hours. There were also 3 low flow alarms noted. Additional information stated that the cause of low flows was not identified, but they resolved. The patient experienced symptoms including slurred speech and inability to move arm. One week prior, lactate dehydrogenase (ldh) was trending up; coumadin (warfarin) was increased by 0.5 mg x2 days. The patient was still hospitalized.